Event description:
It was reported that the customer had an absence of a no delivery. The customer's blood glucose level is 465 mg/dl. Customer states he checked the set he noticed there was a bent cannula. Troubleshooting was declined by the customer, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.